Event description:
Increase in rv lead svc as per lead trend. Last measured 80 ohms, within expected range. Lv lead impedance warning due to high impedance measurements. 604841856. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).